Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: was the conversion to open a result of the difficulties experienced with device or were there other contributing factors? =>the surgeon commented uniportal procedure was difficult to handle so that it was converted to open. What was the approximate with of the compressed vessel? =>about 5 to 6mm. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? => no issue of closing. Does the surgeon routinely wait 15 seconds prior to firing? => no. Were there any staple formation issues noted?=> the staples were formed properly. Doctor commented: there was no problem in using this device. The cause of the bleeding was the tension for the tissue. The procedure was done for the cancer. No blood transfusion was required. The patient was discharged from the hospital pod5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left upper lobectomy, bleeding occurred from the edge of the proximal cut end at a3. Taco-seal was used to stop bleeding. The amount of the bleeding was unknown. No blood transfusion was required. The procedure was converted to an open procedure, but the surgeon commented it was not relevant to the event. Another device was used to complete the case.